Event description:
It was reported that the patient passed away due to unknown cause. Abbott technical support reviewed the available session records and no anomalies were noted. The physician does not believe the device caused or contributed to the patient's death. Further information has been requested.

Manufacturer narrative:
The device was returned for evaluation. The device was received from the field with battery voltage above elective replacement level. Device image was retrieved and analyzed, indicating elevated current due to device high output settings and leads shortage from explant damage post patient death. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above elective replacement indicator level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.